Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2015, product type" lead. (B)(4).

Event description:
A manufacturing representative (rep) reported that there was high impedance on contact 9. During an impedance check at the end of the procedure, contact 9 was >10000. They wiped, removed, and tried again with the same results. The doctor was ok to leave as it was since coverage was good. The issue was not resolved at the time of the report. There was no further course of action as the patient was receiving good coverage postop. No surgical intervention occurred and none were planned.